Event description:
The customer reported x-rays were disabled. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the fluoro functions board and hard drive. System operates as intended. This MDR is related to ge healthcare complaint.